Event description:
This rv lead was implanted on (B)(6) 2005 and was capped/abandoned on (B)(6) 2013 due to insulation had been breached by low and high voltage wires. The physician was dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).